Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a pump that failed to alarm. This problem was identified during customer use. There was no patient involvement, injury or medical intervention necessary per the hospital rep. No additional information is available.